Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that she¿s been experiencing a skin irritation that has left some skin scarring since (B)(6) of 2013 and has not been able to wear the sensor for full 7 days. Patient did not seek medical intervention.at the time of her call to dexcom technical support, patient was feeling fine.